Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator was found in back up vvi mode during follow up after magnetic resonance imaging (MRI) was performed without changing the device to MRI mode. Programming changes were made to resolve the issue. The patient condition is stable.